Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. The console was returned for evaluation. The failure was not reproducible upon start up of the console. The console's internal circuitry inspected visually for any non conformance with no observable anomaly. There was nominal power being supplied from the pbm to the impellatronic board as well as the epc. A known good pump and purge line was connected to the console and run for more than four hours at the highest p-level. There was no observable anomaly. The data logs from the console confirm that there was a system self check failure event that was issued on the date of occurrence. From the logs, its was observed that the failure occurred when the console rebooted itself after initially booting up with cpld errors and then unexpectedly shutting down. The root cause of the system self check failure could not be determined due to the inability to reproduce the failure. However, an anomaly characterized by errors of communication between the cpld and the epc led to the unexpected shutdown and subsequent system self check failure of the console on the date of occurrence.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that upon start-up, the automated impella controller (aic) displayed a system self-check error. The aic was exchanged. No patient was involved.